Event description:
It was reported that the patients right ventricular (rv) epicardial lead exhibited rising/high thresholds. Reprogramming was attempted but the physician chose to cap the epi lead. A new transvene lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).